Event description:
Patient reported "rupture, swelling, pain, the breast becomes hot and was informed of the recall". Healthcare professional reported ¿rupture, swelling, pain and the breast becomes hot, edema, heterogeneous fluid, capsular enhancement and capsular contracture baker grade iii". Breast implant with radial folds and irregularities of the internal contours, associated with a small amount of fluid, not being possible to rule out the possibility of intracapsular rupture via ultrasound and MRI. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade iii, seroma-late.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported "rupture, swelling, pain, the breast becomes hot and was informed of the recall". Healthcare professional reported ¿rupture, swelling, pain and the breast becomes hot, edema, heterogeneous fluid, capsular enhancement and capsular contracture baker grade iii". Breast implant with radial folds and irregularities of the internal contours, associated with a small amount of fluid, not being possible to rule out the possibility of intracapsular rupture via ultrasound and MRI. Later the patient reports that had to undergo emergency breast implant surgery on (B)(6) 2025 because breast was swollen and had a fever. The physician reported that the implant had encapsulated. This record relates to the left side. Device has been explanted.